Event description:
It was reported that the trailing haptic of the non-preloaded intraocular lens (iol) was attached to the injector as described in the instructions for use. However, the trailing haptic was bent. The physician determined that the fixation of the central part appeared to be unaffected, and the procedure was completed by implanting the lens. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Section d4 - expiration date: unknown, as the serial number was not provided. Section d4 - UDI number: partial number indicated, as the serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluationas it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.